Event description:
It was reported there was high pacing lead impedance, small r-waves, and high thresholds. The lead will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.